Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. With a new capacitor, the charge time was normal. The original capacitor was sent out for further analysis. An anomaly was found within the capacitor that resulted in the extended charge time.

Event description:
The device was explanted due to extended charge times.